Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was scheduled for device replacement due to normal elective replacement indicator (eri). During the procedure, high capture thresholds were noted on right ventricular lead. The physician capped and replaced the lead on (B)(6) 2019. The patient tolerated the procedure well without any complications and was discharged.